Manufacturer narrative:
Date received by manufacturer: 12oct2019. Date of report: 16oct2019. The gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported oxygen concentration out of specification. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 5aug2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the flow sensor assembly to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.